Event description:
I used this product as suggested by the manufacturer to clean and store my contact lens and I suffered contamination in both eyes requiring visits to the emergency dept/ophthalmologist and steroidal intervention. I still today have soreness and recurring irritation in my eyes. The doctor states I have a severe fungal infection.